Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. While the doctor was using the suture, the needle came loose from the thread, and broke easily. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? It was stated "broke easily", could you please clarify what broke easily, the suture or the needle? It was reported 3 products involved in this event, how many sutures and needle came loose? Sutures broke easily? Needles broke easily? When was the issue happened (in the package, during removal from package, during handling or during use on the patient)? Please specify please provide the lot number: did the event occur during one or multiple patient procedures? What is the total number of procedures? Event related to mw # 2210968-2022-03718, mw # 2210968-2022-03720. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.